Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test or verify button keypad anomaly due to critical pump error (open book image) alarm. Unit was successfully downloaded using thump software. On adapt, no relevant alarms were noted. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, keypad connector, battery connector, pcb1/pcba2/force sensor/motor. The following were noted during the physical inspection: cracked case, cracked battery tube threads, cracked keypad overlay, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. No blank display noted. However, unable to confirm keypad button anomaly due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm are confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the pump went on a blank screen and received an open book image. The pump was exposed to water when the customer was swimming, and heard it beeping, and the keypads were not responding. The customer reported a blood glucose value of 242 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) unk_sensor, mmt-342, mmt-442ag and mmt-1884l.troubleshooting was performed for the blank display, and the display returned after the pump restart. Troubleshooting was not performed for the high blood glucose. Troubleshooting was performed for the open book image, explained that the pump performs safety checks, and an error was found. No further patient complications were reported. No product return is required for unk_sensor. No product return is required for mmt-342. No product return is required for mmt-442ag. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.